Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed. Customer tried to reboot and recover the storage space, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the failed matrix drawer with a "failed to close" error. A field service engineer (fse) cleared jammed medications and adjusted the drawer, restoring operation and recovery. The fse shut down the unit, removed the drawer, and replaced the side rails. The fse encountered losing bearing issues with the new rails, replaced slide rail, and reassembled the drawer, restoring it to proper working condition. The system functioned as intended after field service engineer repaired the device.